Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, mainly of 10 minutes duration, were recorded between the (B)(6) 2014 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.